Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from polish to english: during implantation of the nexiva diffusisc cannula, blood flows out of the vessel.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter, translated from polish to english: during implantation of the nexiva diffusisc cannula, blood flows out of the vessel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 03-mar-2023. H6: investigation summary: our quality engineer inspected the 1 sample and 3 photos submitted for evaluation. The reported issue of leakage at insertion site was not confirmed upon inspection and testing of the samples. Analysis of the sample and photos showed that there were no damages or abnormalities present on the sample. The sample was tested for leakage and the sample passed the testing. Bd could not determine a root cause since the defect was not confirmed during the sample evaluation. Production records were reviewed, and this batch met our manufacturing product specification requirements.